Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: inspection and evaluation found the elevator channel inlet loose. The customer reported issue was confirmed. Additionally, the c-body was found with deep sharp dents. The light guide ( lg) cover glue peeling was noted. Play observed on control knob and a-rubber glue found with crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "water inlet loose". Issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the c-body (distal end) light guide (lg) lens cover glue peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that ¿adhesive on the distal end is peeled¿ occurred due to the similar reason as other damages. However, it could not determined if the peeling was caused by stress, handling, or other issues. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the malfunction found at the device evaluation: "adhesive on the distal end is peeled".